Event description:
Infant was (B)(6) and required resuscitative efforts at delivery. Was started on passive cooling at the referring hospital. Patient experienced a pulmonary hemorrhage before the transport team arrival at 0940. Care was assumed by the team. Patient was placed on the tecotherm cooling mattress after randomization and then experienced another pulmonary hemorrhage at 1109 while under their care. Date of use: (B)(6) 2013 for 2 hours and 17 minutes. Reason for use: hie.